Event description:
On july 28, 2006, the lay user/patient contacted lifescan alleging that he had been getting "lo" meter readings indicating that he had a blood glucose level lower than 20 mg/dl, which did not correlate with his feelings. The patient also was alleging that he was unable to obtain a meter reading while experiencing low blood glucose due to an unspecified meter error. The medical affairs specialist spoke with the patient on august 8, 2006 to obtain/verify the following information. The patient has had the meter for about 6 months, tests 3 times a day, and takes insulin on a sliding scale (morning and at 5pm). The patient stated that the intermittent "lo" meter readings started around 2006. In response to the "lo" meter readings, he ate more food and decreased his insulin dosages from 6 units to 2 units humulin. At the time of the "lo" meter readings, the patient reportedly did not have any symptoms of high or low blood glucose. On an unspecified date before dinner, he obtained a "lo" meter reading, so he did not take any insulin. Later that night at bedtime, he obtained a "high" blood glucose reading of "500 mg/dl" while feeling thirsty and took 14 units of insulin based on the meter reading. Three and half weeks later (7:30am), the patient got a "lo" meter reading, ate a bowl of cereal, and then 10 minutes later got a "475 mg/dl" on his meter. Later the same day, the patient got home from work and got a "lo" meter reading. He retested "right away" and got a "385 mg/dl." Based on statistical methodology, the calculated differences of the reported meter readings exceed lifescan's precision criteria. Eight days earlier (around 8am), the patient became sweaty, tired, and lethargic. A layperson attempted to test the patient with the reported meter but it was displaying "e something" with 20 different test strips. The patient was felt that he was having low blood glucose symptoms and asked the layperson for juice and food. The patient stated that he felt "back to normal" within 40 minutes after eating and drinking. At the time of the concern, the patient did not test on any other device and did not receive any further medical attention. Based on the provided information, this complaint is being reported because the patient his insulin dosages on the meter readings, got "lo" readings and later had symptoms and a high meter reading. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.